Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a blood glucose of 241 mg/dl, without symptoms, following a recent full supply change. Symptoms included no clinical manifestations reported. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and education conducted by support, including guidance to monitor for downward trends. Investigation of this case revealed an unclear cause of hyperglycemia with no device malfunction or component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.